Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensors were stuck in the serter. Electrode on the sensor was missing. Customer experienced pain on insertion. During troubleshooting, several sensor errors were found. Customer's blood glucose level was 7 mmol/l. Customer was advised that the sensors and serters will be replaced.